Manufacturer narrative:
(B)(4). Date sent: 11/21/2024 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 12/3/2024. D4 batch #973c13. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present. The reload was received fully fired with some b-formed staples on the reload deck. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. The event described of difficult to open could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 973c13, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/7/24. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - did this event cause any bleeding or tissue damage? (Please also inform us if there was any additional treatment.) =>no bleeding, tissue damage, or other effects requiring additional treatment occurred. - is there any problem with the patient's condition after the surgery? =>as of the time of confirmation on 10/28, no problems have occurred. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: no lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopic lung lobectomy, the doctor heard an operating sound and confirmed the knife went running at 1st firing. It was used on a blood vessel. After that, the fire trigger was removed but there was no the knife returning sound. The reverse button was pressed, but the knife did not return (the device did not work), and a manual override was used to return the knife. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.